Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased pacing threshold and impedance could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the pacing threshold and impedance were increased due to a suspected subclavian crush. The lead was capped and replaced with no adverse consequences to the patient.